Manufacturer narrative:
Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual examination and functional testing. Visual inspection of battery (B)(6) revealed that the battery connecter locking ring mechanism was displaced. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. These were additional findings and not related to the event. The most likely root cause of the faulty connector locking mechanism can be attributed to the handling of the devise and the most likely root cause of the rsoc abnormalities can be attributed to an estimation error. Failure analysis of the returned batteries, however, revealed that the batteries were able to provide power to the controller adequately. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disco nnection within each 15-minute interval. Log file analysis revealed several instances of momentary disconnections involving the batteries. This can be correlated to the reported "battery showed no activity out of a sudden and then turned back to normal operation". As a result, the reported event was confirmed. The most likely root cause can be attributed to the momentary disconnections between the controller and batteries. However, the reported "battery no power" could not be confirmed or duplicated during bench testing. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6) d10: yes, return date: 15-mar-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #: (B)(6) d10: yes, return date: 15-mar-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 104, 180, 3213 h6: FDA conclusion code(s): 12, 19, 4307 d4: serial #: (B)(6) d10: yes, return date: 15-mar-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery, serial #: (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-12-05. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿battery, serial #: (B)(4) / model #: 1650de / expiration date: 2019-03-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-03-28. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿battery, serial #: (B)(4) / model #: 1650de / expiration date: 2019-04-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-04-06. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries didn't provide power. It was also reported when connected to the controller, the batteries showed no activity out of a sudden then turned back to normal operation after a few seconds. The batteries were exchanged. No patient complications have been reported as a result of this event.